Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost stimulation and ipg could not communicate with external devices following an unrelated surgery where the device was not placed into surgery mode. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.